Event description:
The customer reported that the 840 ventilator was inoperable. There was no pt involvement. The covidien customer support engineer (cse) inspected the device and could not duplicate the reported malfunction. The unit passed extended self-testing.

Manufacturer narrative:
Covidien reference number: (B)(4).